Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited high thresholds that continued to be high. The pacing lead was put out of service and remains in the patient. The lead was replaced. No patient complications have been reported as a result of this event.